Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose was 157 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.